Manufacturer narrative:
The instrument has been investigated. The field svc engineer evaluated the instrument and found a stuck eject pin in the plunger clamp of the reported problem area of the pipette assembly. The clamp was replaced. The instrument was tested without further problem, and returned to svc.